Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the pulse generator exhibiting atrial under-sensing. No interventions were made, as the physician elected to continue to monitor. The patient was in stable condition.